Event description:
Procedure type: total gastrectomy with jejuna esophagus anastomosis. According to the reporter: the sulu did not cut the tissue. The cartridge completely fired and there was a total staple line without the cut. The surgeon had to cut the tissue with an electrosurgical pencil. Operative time was not extended more than 30 mins. No unanticipated bleeding was reported. There was additional tissue damage and tissue loss. The pt recovered from the incident.

Manufacturer narrative:
(B)(4).